Manufacturer narrative:
Evaluation summary: the complaint has been confirmed. The customer complaint has been verified and corrected. The vso, upper casing and bezel were replaced to correct the issue. The unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the casing had a fracture and needed a general check. This occurred before use. No further information is available. No reported patient consequence.